Manufacturer narrative:
The device was misplaced by the customer and an engineering evaluation into root cause could not be performed. Since the device was not returned, an engineering evaluation could not be performed. The root cause of the inability to get pressure readings cannot be determined. It is possible the anatomy of the patient, specifically the coronary sinus, or placement of the device could have lead to the inaccurate pressure reading. This complaint could not be traced to being manufacturing related, hence a CAPA will not be initiated. There were no nonconformances associated with a review of manufacturing records. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported by the sales rep that after placing an endoplege coronary sinus catheter, after the first dosage of retrograde, they were no longer able to get a pressure reading. The device will be returned for evaluation.

Manufacturer narrative:
Device evaluation into root cause anticipated upon product return from the customer.